Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon arrival, the customer informed to the stm that they went through 2 helium canisters in 8 hours and that the unit had a leak in iab circuit alarm. The stm performed a leak test and a complete system checkout. The unit passed all tests. The stm reported that was not able to find any problem with the unit. And that the helium loss was due to leak in the circuit. The iabp was released to the customer and cleared for clinical use.

Event description:
It was reported by the customer during use on a patient, the cs300 intra-aortic balloon pump (iabp) had helium leak.there was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by the customer during use on a patient, the cs300 intra-aortic balloon pump (iabp) had helium leak.there was no harm or injury to the patient and no adverse event was reported.